Manufacturer narrative:
Date of death, corrected data: initial report inadvertently did not list the date of death. Report source, corrected data: initial report inadvertently did not include funeral home, or health professional.

Event description:
The nurse's office reported that they had not seen the patient since 2014, and therefore had no information on the patient's death, and only provided the patient's most recent system diagnostic results.

Event description:
It was reported that the patient passed away due to unknown reasons. The funeral home did not know the cause of death, and the device was not explanted to their knowledge. The patient was cremated, and therefore they believe that the device was destroyed during the cremation process. The doctor's office reported that they had not seen the patient since 2014, and therefore had no information on the patient. No additional relevant information has been received to date.